Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/24/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing testing was performed and the test passed. Functional testing was performed and there was no failure detected. Additionally, data log review did not indicate loss of connection. The reported event of loss of connection was not confirmed. A root cause could not be determined.